Manufacturer narrative:
Concomitant medical products: product ID 4351, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 4351, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead. (B)(4).

Event description:
It was reported that the patient was in the hospital and "on verge of dying". They were trying to get a hold of someone in the area so that the device could be turned up. The patient had not been seen for 4 years by her followup healthcare provider. It was believed that when they last checked the device it was at 40 something percent. The patient had gastroparesis; they wanted to increase the stimulation hoping it would help the patient to stop constantly vomiting and increase her life. The patient had been in the hospital for 177 days off and on and now was back in this hospital. It was the beginning of second week back at this hospital. The patient was vomiting severely with a loss of therapeutic effect. Patient status was noted as critical. Additional information received noted that the patient was bed bound. They suspected an issue, symptoms had been occurring for 1 month. The patient hadn't seen follow up doctor since implant. They were looking for a healthcare provider familiar with the device who could see the patient. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that it was believed that the issue was resolved. It was noted that the patient had passed away, was on hospice service, and passed not long after event was initially reported. Additional information received reported that the cause of death was cancer and the patient passed on (B)(6), 2013. Additional information has been requested, and when received a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The previously reported conclusion no longer apply to this event.